Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 13 devices had broken/damaged components, 2 devices had bent components, 2 devices had worn components, and 1 device had a dirty component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 18 </noe> malfunction events, where it was reported the cot was difficult to load/unload. There was no patient involvement.